Event description:
The company was informed that the pt's electrode array was extruding into the external auditory canal and the pt's device was explanted. The pt was reimplanted with another cochlear implant.